Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported that the scs ipg was needing frequent charging. Later the device was unable to communicate with the pt programmed or the charger. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.